Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3537, product type: programmer, patient.

Event description:
Information was received from a trial patient regarding an external neurostimulator (ens). The patient reported that the controller was unable to connect to the ens. The patient reported that they spoke with a manufacture representative (rep) who told them to remove/reinsert the batteries which resolved the issue, but when they tried to reconnect, settings were at 0. The patient later reported that after the initial report saying they were not getting the desired result from therapy at 1.3v and wanted to adjust to 2.1v. It was reviewed that the patient can adjust stimulation. Additional information was received from the patient on (B)(6) 2017. The patient reported that the cause of not being able to connect and the lost settings was that they switched buttons. The patient reported that the stimulation was back to 1.1 and there was partial resolution of urinary retention. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information reported. Patient weight was obtained.